Manufacturer narrative:
Device analysis: one smiths medical cadd legacy plus pump was returned for analysis with no physical damage. Event log history was performed, and no issues were found. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cadd legacy plus infusion pump under delivered the medication. The reporter stated that when the customer was replacing the cassette, it was noticed that 17 ml of medication was remaining in the cassette. But the pump's screen displayed that 12.8 ml of medication was remaining. There were no adverse effects to the patient due to the reported event.